Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was inserted concurrently with a vesicourethropexy due to sui. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision/removal on 2009 and 2010. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence, urinary tract infections and urinary frequency.

Manufacturer narrative:
It was reported that the patient died on (B)(4) 2017. No additional information was provided.